Event description:
Port-a-cath inserted on (B)(6) 2008 was used for chemotherapy. Note: because of the pt's size her port had to be located in her left upper arm, just proximal to the elbow. A port-a-cath study on (B)(6) 2009 confirmed that there was a leak from a hole at the junction of the tubing and the port-a-cath. The pt was taken to the operating room for replacement of the device on (B)(6) 2009. A new port-a-cath was then inserted.